Manufacturer narrative:
This report is submitted on dec 30, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision under a general anaesthetic on (B)(6) 2021. There was also an infection at the abutment site that was treated with oral and topical antibiotics. The implant remains in-situ.